Event description:
Complainant alleged that during the incoming inspection of the product, the device's video display went blank. The complainant indicated that there was no patient involvement in the reported failure.